Manufacturer narrative:
Batch review performed on 21 february 2019: set ref (B)(4), lot 186526: (B)(4) items manufactured and released on 07-aug-2018 expiration date: 2023-07-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event. As regards the semifinished lot: mat25760, another event has been reported on the same broken part. Visual inspection performed by r&d product manager: the visual inspection confirmed what reported into the complaint form. The instrument damage could have been reasonably caused by improper use, such as trying to remove the patella clamp before to have completely disengaged the base with spikes from the bone.

Event description:
After the patella implantation, the surgeon noticed that 2 out of 4 spikes of the base insert for patella clamp were broken. Missing pins were found around patient patella and tendon. The surgeon was able to retrieve the pins from the patient's body.